Event description:
During cardiopulmonary bypass surgery, the 3/8 inch tubing was inadvertently torn when a tubing clamp was applied in an emergent situation. The perfusionist noticed that the level in the venous return reservoir was dropping and when the clamp was applied to the tubing the guards perforated the 3/8 inch tubing which resulted in interruption of the blood flow. The tubing was replaced and the procedure was then completed without injury to the pt.